Event description:
It was reported that the cassette tray on a compax 40e fell out of the table while the technologist was using the system. The tray, weighing approx 5lbs, fell on the technologist's foot. No injury was reported.

Manufacturer narrative:
A ge field engineer (fe) found that the retaining clip at the back of the cassette tray had been bent, which allowed the tray to come out of the table. The fe repaired the bent retaining clip and verified that the issue was non-reproducible. The system was returned to service.